Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was intubated in the intensive care unit for unknown reasons. It was then discovered that the implantable cardiac monitor exhibited undersensing r waves. No intervention or additional information was reported.